Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen while the device continued to function and blood glucose management was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no alarms, and no need for medical intervention. Investigation included review of the reported event and confirmation of ongoing device function. Investigation of this device revealed physical damage to the display component consistent with accidental impact, with no evidence of performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.